Event description:
Abutment fractured during placement. Nothing to return. No patient injury.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to the patient is remote.

Manufacturer narrative:
The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.